Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anguish (not recovered prior to essure), joint pain and chest pain. Concurrent conditions included uterine bleeding, fatigue, foggy feeling in head and paratubal cyst. Concomitant products included levonorgestrel (mirena) from (B)(6) -2017 to (B)(6) 2018 for bleeding prophylaxis, oral contraceptive nos from (B)(6) 2016 to (B)(6) -2017 for contraception, sertraline hydrochloride (zoloft) from 2006 to 2007 for depression and anxiety and nsaids and paracetamol (acetaminophen) for pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/depression anxiety") and anxiety ("psych injury/mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Concomitant drug includes: omega 3 (since (B)(6) 2006). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event abnormal bleeding (vaginal) was updated as recovered/ resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anguish (not recovered prior to essure), joint pain and chest pain. Concurrent conditions included uterine bleeding, fatigue, foggy feeling in head and paratubal cyst. Concomitant products included levonorgestrel (mirena) from (B)(6) 2017 to (B)(6) 2018 for bleeding prophylaxis, oral contraceptive nos from (B)(6) 2016 to (B)(6) 2017 for contraception, sertraline hydrochloride (zoloft) from 2006 to 2007 for depression and anxiety and nsaids and paracetamol (acetaminophen) for pelvic pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/depression anxiety") and anxiety ("psych injury/mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Concomitant drug includes: omega 3 (since (B)(6) 2006) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression (not recovered prior to essure), anguish (not recovered prior to essure), joint pain and chest pain. Concurrent conditions included uterine bleeding, fatigue, foggy feeling in head and paratubal cyst. Concomitant products included oral contraceptive nos from (B)(6) 2016 to (B)(6) 2017 for contraception, sertraline hydrochloride (zoloft) from 2006 to 2007 for depression and anxiety, levonorgestrel (mirena) from (B)(6) 2017 to (B)(6) 2018 for genital bleeding, nsaids and paracetamol (acetaminophen) for pelvic pain as well as docosahexaenoic acid;eicosapentaenoic acid (omega 3) since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/depression anxiety") and anxiety ("psych injury/mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: abdominal pain, general abnormal bleeding and psych injury were added. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain, general abnormal bleeding were resolved. On (B)(6) 2019: fu2 and fu3 were processed together. Plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Event psych injury was clubbed and split to depression anxiety and mental anguish. Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.